Event description:
A review of the FDA (B)(4) data base ((B)(4)) revealed a report from a male consumer who reported he experienced bilateral corneal ulcers while using private label multipurpose solution. The patient did not respond to multiple attempts to gather follow up information or return the bottle for investigation.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. The root cause has not been established. All pertinent information available to the manufacturer has been submitted.